Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap, customer removed the o-ring. Reportedly, the customer would load the cartridge to address the issue. Customer¿s blood glucose (bg) level was over 500 "high" althought specific value not provided. Elevated bg was addressed by a correction bolus via the pump.